Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred while attempting to load multiple cartridges and an occlusion alarm occurred. Customer changed out the infusion set site and tubing to address the occlusion. Customer's blood glucose was not impacted (within 54-500 mg/dl). Reportedly, customer was able to load a cartridge and pump therapy was resumed.